Manufacturer narrative:
One used (B)(4) ligasure device was received, and an evaluation of the returned sample confirmed an issue with detached pieces from the jaw. Visual inspection found the overmold on the lower jaw was melted and missing pieces of plastic. The pieces were not returned. Further inspection found scratches on the back of the jaw and arcing damage to the seal plate. The investigation identified the root cause of the reported event to be misuse, where the damage observed is consistent with grasping a metal object during activation. The instructions for use included with this device states that contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc) may increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device stopped working after a few minutes of use. No patient injury occurred, and another device of the same type was used to continue the procedure. Examination of the received sample found a piece of plastic from the jaws was missing. It was confirmed that no piece of the device fell within the patient.